Event description:
Related manufacturer reference number: 3006705815-2022-14804. It was reported the patient experienced wound dehiscence at the lead implant site. As a result, surgical intervention was undertaken wherein the leads were explanted. The patient was administered IV antibiotics a s a precaution.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.